Manufacturer narrative:
Follow-up #3: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 1 instances of damaged failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #3 26-apr-2018 device evaluation: in q1 2018, there was 1 instance of a damaged display failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 128 allegations of a malfunction, 49 pumps were returned to animas and investigated. Of the investigated pumps, 40 were found to be malfunctioning due to damaged display. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 128 malfunction events. A review of the events indicated that the one touch ping model pump experienced a damaged issue. These reports were received from various sources. The patients associated with this allegation ranged from 13-320 pounds and between 6 and 76 years of age. Of the reported patients, 60 were male, 67 were female, and 1 was unknown.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there was 1 instance of damaged display failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Folow up #1 07/29/2017 device evaluation: in q2 2017, there were 27 instances of damaged display failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.